Event description:
During follow up with a caregiver (cg), it was reported that the cg had tried to reconnect the transfer set directly to the catheter without the titanium adapter after a disconnection. The home patient accidentally pulled on the catheter to address an unrelated alarm and the transfer set came apart from the titanium adapter. The caregiver (cg) had stopped therapy and got the hp off of the homechoice machine. The technical service representative (tsr) assisted the cg in ending therapy. During follow up with the registered nurse (rn), it was reported that the titanium adapter fell off during this event and the adapter was missing when the hp came in. Since this event, a new titanium adapter and transfer set have been installed and there have been no further issues. No adverse event was indicated in association with this report. No additional information is available. This is report 3 of 3 for this event.

Manufacturer narrative:
(B)(4). The device was not available for evaluation. Use errors and proper user instructions are addressed in "the homechoice and homechoice pro apd systems patient at-home guide" which is shipped with every homechoice device. The guide instructs the user to use aseptic technique to reduce the chance of infection any time you handle fluid lines. The guide warns that contaminating any part of the fluid path may result in serious patient injury. A formal review of the label for the product family will be conducted. Should additional relevant information become available, a supplemental report will be submitted. This is the same patient as (B)(4).